Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed pre-fill reservoir test per (B)(4). Found no air bubbles were observed during analysis. Checked o-rings for defects and none was found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles between the 2 black rubber seals in the reservoir. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that approximate size of air bubbles was air bubble is a quarter inch in size. The reservoir will not be returned for analysis.